Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental MDR is submitted to document the information provided through medwatch report. Based on the information provided, no conclusion can be made as to the degree to which the device may be causing or contributing the patient¿s reported symptoms. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medwatch report #mw5160220: "I have had 3 emergency hernia surgeries at (B)(6) hospital, (B)(6). Dates (B)(6) 2020, (B)(6) 2021, the last two had mesh implanted, the first mesh migrated and adhesive itself somewhere else in body and doctor spent 7 and half hours trying to get it out but was unsuccessful, (B)(6) 2021 was first time I went septic, I have gone septic 5 more times since. The most recent time caused kidney injury and stroke, I think. My body has been rejecting the mesh but they can't get it out. There is no help for me. Can't work, have bowel and urinary incontinence, and disability determination is taking forever, child support services are trying to throw me in jail. I have pending lawsuit for mesh but doubt I will live to see the outcome. Every day I am sick, nauseated, in pain, have severe edema, and no financial help. So, I am homeless. And there has been no help for me. Living like this is horrible and I pray that something is done to prevent this to others. I was told this was a regular surgery and was never given an option nor never told the possible complications. And now I suffer physically, emotionally and financially. A lot of tests I don't know."